Manufacturer narrative:
The left tissue expander serial# (B)(4) was evaluated, and the reported issue was confirmed. Three additional drainage holes were found in the outer shell during inspection; however, this expander modification is not believed to have contributed to the reported deflation. The inner bag which contains the carbon dioxide gas does not show implant rupture. Further evaluation indicates that the expander material shows distress points and creases. No evidence of leakage was observed during immersion testing. Per the physician's report and evaluation of the dose log graphs, the dosage controller functioned as intended. The physician used the optional physician fill mode (pfm), which allows the physician to add additional volume fill. The dosage controller locked out when it reached the physician fill limit, as required. The primary root cause of the reported volume loss was due to interlayer delamination and creases of the implant material layers, leading to loss of volume. (B)(4).

Event description:
A patient underwent immediate bilateral reconstruction with placement of tissue expanders on (B)(6) 2016. Expansion was reported to have started without any complications. On (B)(6) 2017, the surgeon reported the left tissue expander was deflating, despite the surgeon engaging the physician fill mode to allow for additional volume fill to compensate for volume loss. On (B)(6) 2017, the surgeon elected to remove the left tissue expander and replaced it with another aeroform® tissue expander. No injuries are reported for this patient following the removal and replacement with another device.